Event description:
Customer alleged blood glucose results of 386 mg/dl and 53 mg/dl when testing was performed back-to-back on the advantage system. Reporter alleged blood glucose results of 562 mg/dl and 78 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms and did not treat/act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.